Manufacturer narrative:
This event was determined to be a supplemental event to the information provided under MFR # 2916596-2025-03718. All investigational findings will be provided under that event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the system monitor was checked, a pump stop was recorded. The patient was asymptomatic. The event log file captured an intentional pump stop on (B)(6) 2025 at 14:32:03 causing the pump to stop/ the pump resumed normal operation at 14:32:06.